Event description:
Situation: arterial line stat-lock cracked/leaking. Background: after arterial line is inserted a stat-lock device is placed on the end to connect to the transducer tubing. Assessment: newly inserted arterial line-- rn noted blood began backing up in transducer tubing, poor waveform, and leaking at connection site. Recommendation: track lot numbers/product. This securement device is a component of the (B)(6) arterial line insertion kits. We do stock this item separately as well so it can be replaced when an issue arises.